Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from their infusion site, consumed a meal while disconnected, and experienced hyperglycemia until a new site was inserted and glucose levels trended back into range, with no backup therapy, ketone testing, or medical intervention reported; the device in use was the ilet with a dexcom g7 cgm. Symptoms included elevated blood glucose, with a reported high of 319 mg/dl, and the user reported feeling okay. Outcomes included transient hyperglycemia without hospitalization or other clinical sequelae. Investigation included troubleshooting and education regarding infusion set management. Investigation of this case revealed user-related use error associated with being disconnected during a meal, leading to insufficient insulin delivery; the infusion set and cartridge were implicated as the involved components, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions for use regarding continuous connection and meal-time insulin delivery.